Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure stent fracture occurred. The patient has a long, severely calcified stenosis in the superficial femoral artery (sfa). An antegrade approach was used to place the innova stent 7x200x130 without predilatation into the sfa. When the delivery thumbwheel was turned a strong resistance was reported that became stronger as the stent was deployed. The stent "broke about 10 to 12 cm after the distal part". The remaining part of the stent was "stripped" off at the sheath. The sfa was reported as totally occluded. The patient was reported as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).